Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. Allegedly, moisture/corrosion was evident in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/08/2014 with the following findings: visual inspection revealed that the display screen was dim and discolored; the reported event was duplicated. Also, the battery compartment was cracked in the thread area and evidence of moisture ingress was observed within. Evidence of moisture ingress was also observed on the underside of the battery cap. These were the only areas of the pump affected by moisture ingress. The pump failed a leak test at the location of the aforementioned battery compartment damage. The pump case was removed, and no evidence of loose internal components was observed. The moisture ingress event was likely unrelated to the display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.